Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that during clinic visit this patient's back-up controller was not programmed when connected to the monitor during a check of the controller settings. In addition, during the attempt to program the controller the disable vad alarm feature would not activate. The patient was provided a new back up controller. There was no reported effect on the patient. No further information was provided.

Manufacturer narrative:
The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the controller was able to operate properly during bench testing. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.